Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible on the tightly folded balloon, shaft and hub. There was contrast in the inflation lumen. This is consistent with preparation and the catheter advanced into the patient anatomy. There was a kink in the hypotube 10.2 cm proximal to the guide wire exit notch. There were multiple bends in the hypotube 2 cm proximal to the strain relief tubing for a length of 71 cm. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. An indeflator, filled with contrast diluted 1:1 with water was used in an attempt to inflate the balloon but the balloon would not inflate, confirming the reported information. After the balloon catheter was left pressurized for three days, the balloon still would not inflate. The proximal end of a guide wire was loaded through the hub to check for blockage in the inflation lumen. The guide wire was not able to advance past the dried contrast in inflation lumen 4 cm proximal to the guide wire exit notch. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon unable to inflate. It does not appear that the noted bends and kinks in the catheter contributed to the reported difficulties; therefore, it is likely they occurred during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for inflation issues for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the trek balloon failed to inflate and was removed from the patient. A new trek device was used for predilatation successfully. No patient effects were reported. No additional information was provided.